Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the user initiated emergency pacing was confirmed. Continuation of d10: cle-m-general remote monitoring network; w1dr01 implantable pulse generator (ipg); carelink-expres. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitoring network express transmission from a specific day settings were different than the way they had the device programmed. The caller requested to look at the transmission to determine when the parameters were changed between the last remote monitoring network express transmission on two specific dates. It was noted that the caller spoke to emergency room(ER) physician at the hospital where the remote monitoring mobile application interrogation took place and the physician confirmed that there was no intention of programming emergency settings and that the nurse had a "difficult time" sending the transmission. Technical support was provided reviewed and discussed that the parameters were the emergency parameters and it appears that the emergency pacing had been programmed by the mobile programmer application based on the cardiac compass. No patient complications have been reported as a result of this event.